Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Customer experience elevated and low blood glucose (bg) level. The continuous glucose monitor read "high" and "low", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address high bg level and the customer disconnected from the pump to address the low bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.